Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
On unknown date, the patient was implanted a rod (product#; unknown) for fixation th8 ¿ s2. On (B)(6) 2016, the patient underwent re-operation because the rod was broken. At that time, a compressor (product#; 2770-50-210) in the loan set was used, and the re-operation was completed successfully. The compressor (product#; 2770-50-210) worked properly. On (B)(6) 2016, distributor found the compressor (product#; 2797-02-070) in question in the same loan set was broken. It was not used for the patient. Now, our sales-rep is confirming about original implant date and details of broken rod issue. When we get additional information, we will inform soon.